Manufacturer narrative:
(B)(4). The patient pulled the patient line off from their transfer set forcefully causing the patient line to tear off of the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. Also, it warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient forcefully removed their transfer set from the patient line, tearing the patient line off of the homechoice cassette. The patient had their transfer set replaced. There were no problems or defects noted with the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.